Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via e-mail of fluctuating low and high blood glucose levels and that insulin leaks. The customer's blood glucose level was unknown, but was reported to be 200 mg/dl sometimes. The customer's product was replaced, however nothing was returned for analysis.